Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated. The event date is unknown. The external power supply was not returned for evaluation. No discrepancies were identified at the power input, and the internal battery passed testing. The device failed the compressor calibration test related to flow and the flow screens were replaced. The power interface module (pim) board was replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports